Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed leakage current testing. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical united kingdom evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. The analog board and digital board were recommended to be replaced to prevent future reoccurrence. The customer declined the repair of the device. The device will not be recertified for clinical use. No trend is associated with reports of this type.